Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva leaked at the septum. The following information was provided by the initial reporter: ER has mentioned a couple times that our bd nexiva has leaked out of the gray stopper where the needle comes out. It pours out blood and we have to restart the IV. No adverse events reported. No harm to patient or employee.

Manufacturer narrative:
Investigation results: the complaint of a leak at the septum could not be confirmed from the image that was provided for investigation. The image showed a 22g nexiva IV catheter with a red colored fluid in the catheter adapter and extension tube. No leaks from the septum could be confirmed from the image. Bd cannot confirm the cause of the failure since no sample was returned for evaluationa review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.